Event description:
The customer has reported that the footplate hook of the stitching pt support (stand) was defect. The footplate hook will be used to secure the footplate in case the operator has to move the stitching pt support. The operator has recognized when it was not in clinical use. There was no one hurt in this incident.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).